Manufacturer narrative:
Total 6 screws were used in surgery but it is unknown which one broke. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported in a patient call that the titanium screw broke. Patient also underwent an MRI in (B)(6) 2017 that confirmed the screw had broken.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post-op patient presented with chief complaint: bilateral thigh pain on (B)(6) 2017. Patient reported to have urinary continence, and bowel issues. Her symptoms include posterior thigh pain, lateral hip pain as well as anterior groin pain. Patient has difficulty ambulating and has numbness and tingling along the plantar aspect of her feet bilaterally and lateral 3 toes. Imaging study suggested patient probably has a chronic picture of cauda equine and will need surgery. Patient reported positive for back pain and weakness and numbness. MRI of thoracic spine. Impression: MRI of the thoracic spine within normal limits for age. MRI check ap: impression: no active pulmonary disease. Obese patient. Patient presented on (B)(6) 2017 with post-op diagnosis: lumbar spinal stenosis at l4-s1 spondylosis, low back pain. Operations performed: l4-s1 laminectomy, medial facetectomy, and foraminotomies; segmental l4-s1 posterior instrumentation; arthrodesis posterior and posterolateral l4-s1; local bone graft, demineralized bone matrix and allograft cortical bone placement. As per op notes " the pedicles were instrumented under fluoroscopic guidance, and after the pedicle screw were inserted they were connected with the rod with appropriate amount of lordosis. The skin was then closed". No intra-operative complications were reported. Patient presented on (B)(6) 2017 with diagnosis: spinal stenosis with disk degenerative disease. Procedures performed: l4-s1 posterior laminectomy and instrumented fusion that was done on (B)(6) 2017. Review of the CT scan confirms the broken screws. Partial fusion at this point.